Event description:
An operating room staff member reported the system stopped working during a navigated cranial case. The screen said, "localizer not connected," and they were unable to navigate. There were no lights on the camera. The user power cycled the camera, but there was still no camera communication. The system was turned off and the camera connections were checked. All connections appeared intact. When the system was turned back on the tool interface unit (tiu) showed an orange fault light and the camera failed to turn on again. The surgery was finished without navigation and without impacting the pt.

Manufacturer narrative:
Pt info has been requested, but not provided. A replacement camera and cables have been sent to the site. It has been reported that replacing the camera and cables resolved the issue. The suspect part has not been received back by the MFR for eval.